Manufacturer narrative:
Visual analysis of the returned device identified: one extended opening, yellow particles material was found on the shell and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening crease sharp/smooth, stress marks and wear abrasion. Based on the device analysis the final assessment is: one opening crease sharp/smooth assessed as fold flaw opening.

Event description:
Physician reported left side rupture and double capsule. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture and double capsule. The device has been explanted.